Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead thresholds increased from 2.5 volts at 0.6 milliseconds to 3.5 volts at 0.6 milliseconds. The r waves were small but stable at 3.4 millivolts. The lead was electively replaced at the time of generator replacement. No patient complications have been reported as a result of this event.